Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a dead battery. There was patient involvement, but no patient harm.